Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Low flow alarms were confirmed via an abbott representative; however, a specific cause could not be conclusively determined. On (B)(6) 2024, an abbott representative lowered the low flow alarm threshold on the patient's system controllers (B)(6) to 2.0 lpm (liters per minute) via case numbers (B)(4) . The account also communicated that the patient declined slowly and ultimately passed away due to multisystem organ failure in the ICU (intensive care unit). The outcome was not considered to be device or therapy related, and heartmate 3 lvas, serial number (B)(6), was reported to have been operating as intended. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C, is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure/dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had constant low flow alarms. The physician requested low flow controller 2.0 upgrade. They slowly declined and had multiorgan failure in the intensive care unit (ICU). The patient passed away from the multiorgan failure. The death was not considered device related and the device operated as expected.